Event description:
An x stop interspinous decompression spinal implant was inserted at the l4-l5 level; the patient was reported to have a "diminutive" l5 spinous process. Nine days later, patient experienced pain. A shift in the position of the implant was noted on x-rays. In 2006, a procedure was performed to replace the implant with a larger size x stop implant.

Manufacturer narrative:
The device has not been returned to the company for evaluation and information about this event is limited. No conclusion can be made at this time and no connection can be made between the reported event and any shortcoming of the device. As surgical intervention occurred, an MDR is being filed to document this event.